Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent an unspecified fusion surgery using rhbmp-2/acs. Reportedly, the patient had severe pain post-op. No other information was available.